Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the database need to configure. A technical support specialist (tss) guided the process to transition the station from the old device to the new one. Controlled medications were unloaded, the station database was dropped and resynced, and the station was repaired and reconfigured with new drawers on the main, auxiliary, and remote stock units. Attempts were made to copy drawer configurations from the old device, but this failed and could not be resolved with implementation support. As a result, the customer was advised to manually pend and load the station inventory after removing controlled status where required and deleting the old device record. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user requested to drop database and rebuilt. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.